Manufacturer narrative:
(B)(4). The insulin pump was received with the currents within specifications. The insulin pump passed the rewind test, the basic occlusion test, the occlusion test, the excessive no delivery test, and the displacement test. No motor error alarm noted by analysis. The insulin pump's motor passed the motor test. Analysis found no motor position encoder error alarm on the alarm history screen. The drive support disk was inspected and no anomaly was noted by analysis. No unexpected excessive no delivery found by analysis. Analysis was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 275 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.